Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. Photo one displayed a package top web (label) and catheter/adapter assembly with what appears to be foreign matter attached to the catheter tip. Photo two displayed the catheter/adapter assembly with white foreign matter attached to the catheter tip. Through the visual microscopic evaluation the photo reveal there was visibly foreign matter (white particulate) on the outside wall of the catheter tubing, at catheter the tip. The defect was identified and confirmed for foreign matter with the white particulate on the near the tip of the tubing. Although the defect was confirmed, the photos did not provide sufficient evidence to identify the characteristic of the foreign matter or support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that there was foreign matter on needle with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: we found a 20 ga. Insyte IV that has a manufacturing defect. It is from lot 8310635. It appears that debris from the catheter material was still on the needle.

Manufacturer narrative:
Date of event: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on needle with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: we found a 20 ga. Insyte IV that has a manufacturing defect. It is from lot 8310635. It appears that debris from the catheter material was still on the needle.